Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was performed on 03/05/2025 by dr. (B)(6) and the procedure name was mediastinal tumor resection. There was no arcing observed during the procedure. The erbe vio dv generator was used. The settings used on the generator/esu were bipolar: 8 80w. The procedure was completed robotically. The patient did not experience any injury or adverse event during or after the surgical procedure. There was no video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument sparked in response to burnt. There was no report of patient involvement or patient injury.